Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. The flap was created successfully and suction was released. The surgeon pressed the "home" button to return the beam delivery device (bdd) upwards to its home position, however downward motion was inadvertently initiated. The patient bed was lowered, the patient was moved out of the way, and the bdd did not contact the patient. The patient was examined thoroughly and there were no signs of injury. This event is being reported as a device malfunction MDR.